Manufacturer narrative:
Device remains implanted. Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient call to inquirer if the alta plate and screw had been recalled. Patient was having bad pains and dislocations. Patient has been having problems with this for years. Patient had a crushed hip and it was treated with a titanium rod (unknown what rod, or who made it). The rod allegedly broke in half and split his leg bone in 2004. The plate was implanted after that incident. It was also stated that they have an attorney waiting on records from the hospital who implanted the rod. It is not known what else he has other than the plates.